Event description:
On (B)(6) 2012, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, CT scan detected a proximal type I endoleak. It is unknown whether aneurysm enlargement was present. On (B)(6) 2012, the patient was implanted with an aortic extender component to treat the proximal type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.